Event description:
Unable to deploy the bare stent of the stent graft: when the tip release grip was pulled where the controller was in position 3 according to procedure, the bare stent did not deploy. Several attempts were made, but the outcome was the same. As troubleshooting, the controller was turned to position 4 and the tip release grip was pulled by holding the stainless steel rod as prescribed in the manual. Then, the bare stent was successfully deployed. The entire delivery system was withdrawn and successfully removed from the patient. The procedure was successfully completed. The physician would like to know why the bare stent did not deploy. Operative procedure: tevar. Ancillary device used: ctag (gore, 37 mm - 20 cm). (Tc#bm 210102515) at 9:00 am on friday, (B)(6), the patient was urgently hospitalized with a chief complaint of chest pain, which was determined to be retrograde type a dissection (rtad) based on CT findings. Total arch replacement was performed from noon and completed at 11:00 pm on the same day. After thoracotomy, a tear was observed near the btc, which seemed to be caused by the tip bare of the relay plus. Four stents implanted on the distal side of the relay plus were left and the relay plus was successfully removed from the patient. Total arch replacement was performed using a j-graft (28 mm, 4 branches, (B)(6) lifeline) for the ascending part and a frozenix (37 mm x 15 cm, japan lifeline) for the distal part. Patient outcome - "no health damage to the patient was reported. Since the surgery on (B)(6), the patient's condition has been stable (still in the hospital)."